Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was not soft during the loading process, but it was inserted into the patient¿s eyes. When viewed from the micro after insertion, the optic and haptic of the lens were separated, and there was a crack in the lens. The lens was removed and replaced immediately. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: march 21, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint device was received with the plunger rod fully advanced. The cartridge presented with no damage. Viscoelastic was observed through the length of the cartridge. The lens module was inspected and no damage or viscoelastic was identified. The lens was inspected and presented cut in half with one haptic detached. Damage was observed on the lens and one haptic was damaged. The complaint issue were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified.